Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to oil gel globules as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes the user noted oil gel globules within two(2) tubes. The tubes were aliquoted and the plasma was recentrifuged for processing. No health impact or consequence reported.